Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.

Event description:
It was reported that during interrogation of the device, the physician noted inappropriate shocks were delivered due to svt. Patient rhythm wavered between zones and eventually entered the vf zone. The device was reprogrammed.